Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the device was explanted due to the patient's incision being slow to heal and not fully healing. There was concern for a possible infection. The patient fully recovered and expected to be scheduled for an implant at a later date.